Event description:
Customer reported that she had high blood glucose and was hospitalized in intensive care for 7 day due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was 1300 mg/dl. Customer stated that most of the time her blood glucose is low, but she always treated with juice or coke. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.